Event description:
The customer reported to olympus that nozzle of the subject device was clogged with foreign material. Upon inspection and testing of the customer returned device, it was observed that screw in control unit is missing. Also, the loose screw could not be found. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found that light guide lens has crack; bending section rubber glue has gap; universal cord has wrinkle; angulation is lower than standard; image has white dots; bending tube is shorten. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Event 1: foreign material clogged in the nozzle. Based on the results of the investigation, we presumed from the following information that foreign material such as adherent of foreign material originated from the peripheral device, body fluids and chemical solutions clogged in the nozzle because of inappropriate reprocessing after the previous procedure. Event 2: screw in the control section was detached and lost. Mechanism of occurrence was presumed from the following information. Since repair in repair center was insufficient, screw was got loosen. He screw was forgotten to attach during repair was performed again. The event can be detected/prevented by following the instructions for use which state: "operation manual_ preparation and inspection; inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Reprocessing manual_ precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." ¿presoaking the endoscope; if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below" investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.